Manufacturer narrative:
Insulin pump received with insulin flow block/occlusion/no delivery alarm anomaly. Pump seats immediately upon priming due to dried insulin found on the motor slide. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to motor anomaly.

Event description:
The customer reported via phone call insulin pump won't rewind. The customer¿s blood glucose level was 125 mg/dl. The customer reported that the insulin pump had flow block alarm. Customer stated the insulin did exit. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.